Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Device was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. It was unable to perform excessive no delivery test and occlusion test due to motor error alarms. Device had cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump has been alarming motor error for around 8 weeks during prime and basal. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.